Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was complications of diabetes mellitus. The caller stated that, leading to death, the customer had laryngitis which started around (B)(6). The caller stated that the customer had hernia, had a surgery for removal of the pancreas, and weeks prior to passing was throwing up a lot and was more nauseous than normal. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed to return the insulin pump once the coroner returns it.